Event description:
It was reported that during a pulsed field ablation procedure, the physician performed the transseptal crossing under transthoracic echocardiogram guidance, but it was uncertain whether the wire was in the appendage or pulmonary vein. No significant force was reported during the transseptal crossing. A left atrial appendage injury occurred during the transseptal crossing with the integrated dilator/needle and then a cardiac tamponade occurred. The procedure was aborted while the patient was under general anesthesia. Surgical intervention was required to repair the left atrial appendage.

Manufacturer narrative:
Continuation of d10: product ID: 900310; product type: transseptal integrated dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.